Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. Factors that contribute to a handle/ lever break or separation may include, but are not limited to, needles deployed while the foot is parked. Factors that contribute to a difficulty closing the foot and device entrapment may include, but are not limited to, tissue or suture caught in foot, posterior cuff partly deployed in foot. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for possible causes. The reported subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery (rcfa) with a prostyle device using the pre-close technique via a 6f sheath hole prior to a tavi [transcatheter aortic valve implantation] procedure. Reportedly, when the lever was being returned to its original position, the lever broke outside the patient and the prostyle device was unable to be retracted from the groin. A cut down was performed to remove the entrapped device from the groin. They could see the suture was wrapped around the shaft. They were able to get the foot to retract and removed the device. They never lost wire access. They did the procedure through the arteriotomy where cutdown was performed. Once the prostyle was removed, an 8f sheath was inserted. A long, more supportive wire was introduced and a 14f sheath was inserted. The balloon valvuloplasty was performed through this access site in rcfa. The 14f sheath was exchanged for the 27mm navitor system (15f). The valve was deployed safely through the rcfa. Hemostasis was achieved with manual suturing. There was no report of vessel damage from the prostyle during the procedure. The cutdown was performed to release the stuck device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Weight: estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.